Event description:
The customer reported that they could not pace the patient properly. No patient impact.

Manufacturer narrative:
(B)(4): a follow up report will be submitted upon completion of the investigation.